Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿components / missing accessories" with a potential root cause of ¿incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product or any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. The device was not returned.

Event description:
It was reported that the cap was missing from the sterile water syringe.